Manufacturer narrative:
(B)(6) 2018, (B)(4). Phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an over voltage protection circuit failed alarm occurred. There was no patient involvement. The event date was not specified; estimate used.

Event description:
The customer reported an over voltage protection circuit failed alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02oct2018. PMA/510k: 01oct2018. Philip's international service technician could not duplicate the alleged issue, however, an error code was observed in the device logs. The customer cancelled the requested repair for the unit. No parts were returned to philips for evaluation, therefore, a root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.